Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to be sent for an examination and root cause analysis in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." According to customer: "patient receiving npt 43ml/h with solution expiration for day (B)(6) 2021. When changing the solution, observing that the volume infused did not correspond to the total volume of infusion reported by the bomb. So, patient instead of receiving the total volume of 1034ml, received around 400ml." "